Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the lead helix would not extend despite many attempts. After the lead was removed from the body, the physician attempted to extend the helix on the table; however, after many (20 or so) rotations the helix would still not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The helix was able to be extended and retracted. The turns for extension/retraction of helix were within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.